Event description:
A malfunction was reported on the customer's pump, with no notable events occurring beforehand. The malfunction caused the customer's blood glucose to exceed safe levels, displaying as "high." In response, the customer administered a corrective injection by manual delivery injection (mdi) and did not require third-party assistance. Tandem technical support provided pump reset information and assisted the customer in resetting the device. After resetting, the malfunction did not recur, and the customer was able to continue using the pump. The customer was advised to contact support if the issue reappeared, which they acknowledged and understood.